Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a monitor malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the front therapy electrode was pulled from ECG "a", damaging wires in the cable. The root cause for the damaged cable was excessive force. Device download data does not contain fault flags that would indicate that the damage occurred during patient use. It is likely that the damage to the cable occurred when the electrode belt was removed from the patient. There is no indication that the damaged cable caused or contributed to the event.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2019 while wearing the lifevest. Device download data revealed that the patient was treated seven times during the event. The patient was a rehab facility at the time of the event, and was transported to the ER where he passed away. The patient was treated seven times between 15:19:20 and 15:30:58 during a sinus rhythm. Multiple counting of tall t-waves contributed to the false detections. The patient remained in a sinus rhythm following the treatments. At 15:32:49 the patient degraded to asystole, which the lifevest considers a non-treatable rhythm. CPR artifact was present beginning at 15:32:19 until the electrode belt was disconnected at 16:18:36.